Event description:
Tech was placing an x-ray detector behind the patient for a portable exam. Patient was on one of the mattresses in question. The detector could not slide behind patient due to friction between the detector cover and the mattress cover which resulted in a sharp pain in tech's shoulder when she attempted to push the detector into place.======================manufacturer response for hospital bed mattress, envy g series (per site reporter).======================I just notified sales rep this morning.